Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during a procedure the device reported out of range results greater than 10000 ohms during each impedance test. The old ins was reconnected and there was no issue with impedance. A new ins was opened which had one electrode out of range. It was tested again and all electrodes were out of range, then it was tested again and all electrodes were within range. The surgeon wanted to close when all electrodes were finally within range. The battery replacement case took approximately five extra minutes as a result of this troubleshooting. It was suspected that the ins had an out of box failure. The surgeon did observe some fluid in the device header and wondered if this was the culprit. No symptoms were reported and the patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.